Event description:
Medtronic received information that air was introduced into the system from a tear in the middle of the superior cannula, due to the venturi effect, causing air-lock and pumpstop. The tear of the superior cannula was observed in the middle segment right on top of a wire reinforcement. The cut in the cannula caused a large leak, and blood loss (2 liters). Transfusion was not required because hematocrit values were within acceptable range. The cannula was then successfully clamped, and replaced by a similar type cannula. There was damage to the tip of the cannula due to clamping. During the leak, an air lock in the venous line stopped flow for 2 minutes. Limited flow was for 10 minutes because bypass was performed with 1 single stage cannula. The patient was cooled to 30 degrees c. The broken cannula was removed and a new cannula was inserted. Full flow was reinitiated and the patient was warmed. Bypass and surgery were concluded uneventful. There were no adverse patient effects. No air was introduced into the patient. Recovery was normal, and no medication or blood products were required. The staff was not sure what caused the leak in the cannula. They stated that it wasn't a knife or other sharp object, as the tear follows the stainless steel wire. The product was returned for analysis.

Manufacturer narrative:
(B)(4), evaluation method: device history reviewed. Results code: other, device history review found the product met specifications when released for distribution. Conclusion code: other, cause of event cannot be determined. Analysis: upon receipt at medtronic's quality laboratory, visual inspection revealed a break in the cannula body, approximately 7.5 inches from the distal tip. The break occurred around one of the spring winds and extends around the cannula body. There are no signs or evidence of knife marks or cuts on the cannula body. Other areas of clamp mark damage was observed, due to the change out process. Performance analysis could not be performed, and the cannula was not considered functional. Review of manufacturing records for this product did not reveal any abnormalities or non-conformances. The product was sent to the contract manufacturer for further analysis. Conclusion: the clinical observation was confirmed; however, further analysis is pending. A supplemental report will be filed once investigation has been completed. At this time, a conclusion cannot be determined.